Manufacturer narrative:
Specific sample information has not been supplied to date. Qc and system check data have not been supplied to date. On site service was not required by the customer at the time of contact. A definitive root cause has not been determined to date.

Event description:
A customer was contacted by beckman coulter inc. (Bci) per the market survey program (msp) procedure. The customer reported obtaining an erroneously elevated troponin (accutni) result within the risk stratification range for one (1) patient, generated by the unicel dxc 600i instrument. Erroneous results were not reported outside the laboratory. Repeat analysis of the sample gave a lower result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.